Event description:
It was reported a patient experienced an unspecified abdominal infection coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient had an egg-sized lump below the umbilicus. The patient was treated with an unspecified antibiotic. The cause of the infection was not reported. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The infection occurred on an unspecified date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted